Event description:
It was reported that the patient was asymptomatic. It was reported that inappropriate shock was observed on the implantable cardioverter defibrillator (ICD). It was noted that the shock was caused by use of an adult toy that delivered shocks. The patient was instructed against its usage. No programming change or intervention was needed. The patient was being monitored. There were no patient consequences.

Manufacturer narrative:
Correction: section h6 - health effect - impact code should have been "serious injury/ illness/ impairment" instead of "no health consequences or impact". The initial report was marked as a serious injury.